Event description:
Literature was reviewed regarding the impact of transcatheter heart valve commissural alignment techniques on valve/coronary overlap and coronary access after transcatheter aortic valve replacement (tavr) in bicuspid aortic valves. Thirty-four patients with a type 1 bicuspid aortic valve were included in the study. Of these patients, 23 underwent tavr with a medtronic evolut pro/pro+ system. The authors described the following observations with the use of the evolut pro/pro+ system: unsuccessful valve orientation/valve commissural post misalignment (seven cases) and unfeasible right or left coronary artery access after valve deployment (one case each). The reported reasons for unsuccessful valve orientation were the presence of severe tortuosity of ilio-femoral axis in three cases (all using the evolut sheath-less delivery) and the presence of severe aortic angulation (>70°) in one case, which hindered the delivery catheter system¿s free rotation. No adverse patient effects or interventional measures were noted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.